Manufacturer narrative:
Technician advised account to first check the CPR valve and then the head down valve. The repair has not been complete.

Event description:
Complaint alleged that the head section was drifting down.